Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device and snap noise could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The physician pulled the device extremely hard and a snap was heard, allowing the device to come out. It should be noted that the proglide instructions for use, precautions section states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced thus did not directly contribute to the reported event. A conclusive cause for the reported difficulty to remove the suture could not be determined. The reported noise (snap) was concluded to be a symptom of the guide break observed in the returned device analysis. Based on the information reviewed, there is no indication a product quality issue. Additionally, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted. As such, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was performed using a proglide device with a 6f sheath after a coronary angioplasty diagnostic procedure. Reportedly, the proglide device deployed normally. The foot plate was closed, and the device was able to be pulled part way out of the body (closed foot plate was at the skin level), then the device became stuck (as if stuck with the suture). The physician pulled the device extremely hard and a snap was heard, allowing the device to come out. The suture remained and was successfully closed to achieve hemostasis. There was no damage to the tissue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.